Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix kugel hernia patch on (B)(6) and (B)(6) 2006. As reported, the patient is making a claim for an adverse patient outcome against all devices. Attorney alleges wrongful death of the patient and general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient. " it is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including death and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries" sustained by the plaintiff. No medical records, autopsy report, or death certificate have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (06-mar-2025) and date of death (B)(6) 2025) considered to be a best estimate. This emdr represents the bard/davol mesh ¿ composix kugel (device #2). Additional emdr's were submitted to represent the bard/davol mesh ¿ composix kugel (device #1, device #3 & device #4). Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.